Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not fit down the inner cannula. The complainant reported using a portex inner cannula with product number (B)(4).

Manufacturer narrative:
Received 1 used tracheal suction latex catheter only. Visual inspection noted no obvious defects. A dimensional evaluation found that the device was within specifications. The customer is using the inner cannula flex d.i.c. 6.0mm ID green smiths medical (B)(4). The 6.00mm ID translates to an 18fr size, and the customer received a 14-16 french suction catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the product met specifications. There are no instructions for use for this device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The inner cannula the complainant uses is green and is changed daily.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.